Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic nephrectomy, handle fired previously but stopped firing, the reload would not close properly. Tried another reload and had the same result. This laparoscopic converted to an open surgery. A medical or surgical intervention was needed to prevent a permanent impairment of a function. The surgery was extended for more than thirty minutes, also the patient had extension of hospitalization due to the event. The incision was extended more than 1 inch (2.54cm). The patient was alive with no injury.